Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead exhibited high thresholds. After connecting the lead to the pacemaker, there was no capture. Fluoroscopy showed the lead had dislodged back into the main coronary sinus. Attempts to reposition the lead failed. The lead was removed and a different lead was implanted in the his bundle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.